Event description:
It was reported that during a laparoscopic procedure, pneumoperitoneum was created and the trocar was introduced when bleeding was observed. The blade of the trocar did not retract when went into cavity and hit and cut veins and arteries. The patient had tissue damaged and had blood loss of 500 cc or more. The patient had blood transfusion. The surgical time was  extended by 30 minutes or more. The patient died during surgery.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.